Manufacturer narrative:
(B)(4). The customer has indicated that the device is in the process of being returned to zimmer biomet (B)(4) for evaluation. A supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that during a patient's initial shoulder arthroplasty procedure, the plastic black tip fractured while impacting the glenosphere. Attempts to obtain additional information are in progress, however further information is not available at this time.

Manufacturer narrative:
Reported malfunction has not been known to cause a serious injury; therefore this will be deemed not reportable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as the fractured end cap was not received for evaluation. The end cap was discarded by sterilization unit. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.